Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found various holes burned through the silicone. The silicone exhibits localized melting around the holes, indicative of arcing. The ultem sleeve was found to be melted as one hole is located at the interface between the silicone and ultem sleeve. The hole sizes range from .140 inches to under .010 inches and are located from 0 inches to .300 inches above the silicone to sleeve interface. The tip cover accessory was also found to have mechanical tears in the vicinity of the holes, including one tear that connects two holes.

Event description:
It was reported that during a da vinci s prostatectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. No patient harm, adverse outcome or injury was reported.